Event description:
It was reported that mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.